Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(6) clinical study. On (B)(6) 2013, the patient underwent their second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant on (B)(6) 2013, following the second bronchial thermoplasty procedure the patient experienced shortness of breath and was admitted to the hospital for nebulizer and steroid treatments the patient was discharged on (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.18, fev1 % predicted: 67.91, fvc: 3.29, fvc % predicted: 87.27. Post-bronchodilator: fev1: 2.62, fev1 % predicted: 81.62, fvc: 3.60, fvc % predicted: 95.49.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). On (B)(6) 2013, the patient underwent their second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant on (B)(6) 2013, following the second bronchial thermoplasty procedure the patient experienced shortness of breath and was admitted to the hospital for nebulizer and steroid treatments the patient was discharged on (B)(6) 2013. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.18, fev1 % predicted: 67.91, fvc: 3.29, fvc % predicted: 87.27. Post-bronchodilator: fev1: 2.62, fev1 % predicted: 81.62, fvc: 3.60, fvc % predicted: 95.49. Additional information received as of (B)(4) 2014: according to the complainant, the event of aggravated asthma was considered resolved as of (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pt identifier: (B)(6). Pt weight: (B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.